Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. The target lesion was located in a coronary artery. A 2.50 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, after the inflation and deflation of the delivery system, it was noted that no stent was implanted. Intravascular ultrasound (ivus) and optical coherence tomography (oct) were performed but no stent was present in the coronary artery. Conclusion was that the stent was not present in the box or was not crimped and consequently was lost while opening the box. The procedure was completed with another of the same device. No patient complications were reported.